Manufacturer narrative:
Device was used for treatment, not diagnosis. If information is obtained that was not available for this medwatch, a supplemental medwatch report will be filed as appropriate. The actual device was returned for evaluation. A visual and functional assessment was performed which determined that the unit was making a grinding noise and would not hold the k-wires. It was determined that the device had noise/vibration/grinding- excessive. It was further determined that the device failed pretest for check gripping power and function, check for untrue running, check clamping range, check self-holding and check for smooth running. During service/repair, it was determined that the clamps were worn, there was unknown debris inside and bearings were corroded. It was determined that the issue was consistent with improper maintenance. Therefore, the reported condition was confirmed. The assignable root cause was determined to be traced to maintenance, which is improper maintenance interval. If additional information should become available, a supplemental medwatch report will be submitted accordingly. UDI: (B)(4).

Event description:
It was reported that the quick coupling device started making a grinding sound over six months ago. During in-house engineering evaluation, it was observed that the device had noise/vibration/grinding- excessive. It was not reported if the device was used in surgery. It was not reported if there were any delays in a surgical procedure or if a spare device was available for use. There was no human patient involvement as this device is for veterinary use only. There were no reports of injuries, medical intervention or prolonged hospitalization. The exact date of the event was unknown. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.